Event description:
The injecting practitioner reported to the merz (B)(4) office that three weeks ago, a female pt was treated with radiesse in the backs of her hands. (1.5cc per hand). After one week slight bruising was reported. By week two, there was severe swelling and pain in both hands. Anti-inflammatories were administered. By week three the pain returned. No anti-inflammatories were being used. Antibiotics have been prescribed. The practitioner provided an email that she had sent to the pt. In the email, she informed the pt that she was "reluctant to use steroids unless necessary which is why I prescribed the antibiotics to treat any infection should this be the cause of the problem." The practitioner went on to tell the pt that "antibiotics take several days to work and are the preferred course of action to steroids which would be our second course of action."

Manufacturer narrative:
(B)(4). The practitioner has been contacted multiple times to obtain further information regarding the treatment and the pt's status. The practitioner stated that she has tried to contact the pt on several occasions but that she was unable to make contact. The practitioner did not provide any further information regarding the lot number, the event, treatment or the pt's current status.